Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was brain damage, low blood glucose, kidney shut down, and lack of oxygen as the customer became unconscious. The caller stated that the customer had endocrine cancer and had their pancreas removed, that may have led to the customer's passing. The customer's transmitter was on the charger and the customer probably fell asleep and the pump kept delivering while they slept. The customer¿s blood glucose was low and not registering on a meter at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing upon the customer's admission. The customer was using sensors. The caller declined to return the insulin pump for analysis as the pump's whereabouts were unknown. Frn- model unknown ¿ reservoir.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was unsure whether customer was wearing sensor at passing.